Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the patient complained of the pump being loose but mentioned no falls as the cause. It was reported that the pump was not flipping but able to move and shift. It was unknown if the sutures were loose or broken. The patient was referred to surgery for a replacement. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reported the patient was receiving unknown baclofen ( 2000 mcg/ml at 920.3 mcg/day) via an implantable pump. It was noted the patient had a fall in march of 2019 and noticed the pump moving in the pocket afterwards. The pump pocket was revised on (B)(6) 2019 and the issue resolved. The pump was replaced with a 40 ml pump at the time of the revision. The physician did not want the pump returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the pump was dislodged from the pocket and was either protruding out or in causing the patient to feel ill and nauseated. It was noted that the patient had a fall two months ago and felt that something happened to the device. The caller stated that the pump would be replaced to fix the dislodgement; it was noted that the patient wanted a device with a bigger reservoir implanted so that he doesn't have to get filled as often. No further complications have been reported as a result of this event.